Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that within a few days of implant, the rv (right ventricular) lead became dislocated. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.